Event description:
On (B)(6) 2013, the lay user/patient¿s mother (reporter) contacted lifescan (lfs) (B)(4) alleging that the onetouch ultraeasy meter read inaccurately high to the patient¿s feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that on (B)(6) 2013 (at 12:30pm) the patient obtained a blood glucose reading of ¿10mmol/l¿ with the subject meter. The patient reportedly manages his diabetes with insulin (self adjuster); however, it is not clear what action the patient took in response to the reported reading. According to the csr¿s documentation, ten minutes after obtaining the ¿10mmol/l¿ reading, the patient reportedly developed symptoms of sweating and shaking; and at the onset of his reported symptoms, the patient reportedly consumed food and/or drink as self-treatment. The patient reportedly did not test his blood glucose with another device. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Test strip lot #: not provided.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.